Event description:
During surgery, the tip of a gore-tex suture passer broke off in the abdominal wall. The incision had to be enlarged and x-rays had to be taken in order to find the tip. The tip was identified and removed, which was confirmed by x-ray. Pt was taken to the recovery room in good condition.